Event description:
Customer reports a cough, loss of voice, and breathing problems. Md seen and provided breathing treatments and inhalers.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.